Event description:
Attempting to draw blood from a patient. The blood was coming into the tubing but not much went into the tube. I thought the tube was bad, so switched. Next tube filled better, but the 3rd tube again only filled a little, so switched to another tube, at this time I heard a hiss sound and blood was leaking from the connection of the tubing to the plastic piece that connects to the holder adapter. No defects noticed when I opened the package. Patient had to be re-drawn.